Event description:
It was reported that the bd maxzero multi-fuse extension set experienced leakage. 1 of 4 related files. The following information was provided by the initial reporter: there is a tiny area on filter that looks like a hole, that is were 3 of them are leaking from, the other was at the connection to the filter where the microbore tubing meets the filter.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no sample received by the customer for investigation. It was reported by customer that they had trifuse sets leak at the filter vent could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 and lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxzero multi-fuse extension set experienced leakage. 1 of 4 related files. The following information was provided by the initial reporter: there is a tiny area on filter that looks like a hole, that is were 3 of them are leaking from, the other was at the connection to the filter where the microbore tubing meets the filter.